Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was reported that pd therapy was discontinued and the patient was switched to hemodialysis as treatment for the peritonitis event. At the time of this report it was unknown if the patient had recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.